Event description:
We made a emergency call to the hospital operator - when she called the "code blue" page, the intercom seemed to open up, but no voice came through. She said she paged twice and neither page came through. When she paged the "all clear", that page did work. ====================== health professional's impression======================the valcom overhead pager/amplifier is a device controlled by the phone system. The protocol for how the page is prioritized is not 100% clear. There is not a universal override for the unit based at the facility because it required two lines instead of one to be ran. However, in this case it was likely mis-punching of access numbers that caused the problem.